Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient who did not use fluoroscopy developed transient exacerbation of heart failure symptoms post-procedure. The fluid load associated with the procedure was felt to be a factor and the patient made an uneventful recovery with medical management. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿fluoroscopy-free af ablation using transesophageal echocardiography and electroanatomical mapping technology¿. The purpose of this study was to determine the feasibility and efficacy of fluoroscopy-free af ablation compared to the fluoroscopy-assisted procedure. The study was conducted from april 2015 to september 2016. In total 69 patients were enrolled in this study. Suspect device is an f-curve smarttouch ablation catheter, however catalog and lot number is unknown.